Event description:
A home pt contacted baxter's technical service center regarding a check and bags during prime. The home pt found the clamps on the lines were closed. No pt injury or medical intervention was indicated at the time of the initial call.